Manufacturer narrative:
Additional information received on 2 july 2019: sparks coming from the jaws. The device was not returned to the manufacturer for physical evaluation, therefore the failure mode cannot be confirmed. The lot number was not received to perform device history record review. A failure analysis and determination of root cause is not possible due to product has not been returned. The reported complaint is unconfirmed.

Manufacturer narrative:
The device was returned to the manufacturer for evaluation. Device history record for lot no. 3600245 reviewed and no anomalies that could be associated with the complaint were observed. There was a short circuit in the device, and device did not pass the electrical test. After disassembling wires and tube, black impacts on the wires was observed. A short circuit under the tube doesn't lead to sparks near the jaws. The device does not work properly, therefore no coagulation is possible. The impacts on the wires are probably due to the deposit of impurities under the coating and are revealed using the device. The evaluation was unable to conclusively verify the complaint as valid. Therefore an investigation for cause was unable to be performed.

Manufacturer narrative:
The device was not returned to the manufacturer for analysis. The plant investigation is in progress and a supplemental medwatch report will be submitted upon completion of the investigation. Linked to mfg report number:2523190-2019-00079.

Event description:
This is 2 out of 2 reports. It was reported that during surgery of a (B)(6) female, the cev634-1a bipolar insert 350mm mouiel had sparks. A partial proctectomy and colorectal anastomosis (laparoscopic surgery) was being performed. The surgery was finished with another device that was available. There was a 15-minute surgical delay. There was no patient injury reported.